Event description:
Dissecling soft tissue during chin implant procedure, 3mm of the lip snapped off and fell into pocket side of chin. Took about one hour to retrieve tip. Because of time, dr. Was forced to make decision to re-do or go on with procedure, she decided to continue. Her concern is that the pocket is too big, causing implant to be more mobile then usual. She may have to re-do procedure. She reported that she's only used the scissor once, and only on soft tissue. Was upset and th rew scissors in trash.